Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they saw a warning por message displayed on their recharger on (B)(6) 2021.  Patient services (ps) reviewed information and instructed pt to contact their doctor.  No symptoms reported.